Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products : item # 24-6645, lot # 502220a; tmj system 45 mm right standard offset mandibular comp. Item # 24-6560, lot # 559700b; tmj system med rt fossa comp. Item # unk, lot # unk; unknown screw; qty 4. G2: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a right side tmj procedure. Subsequently, the patient is suffering from ongoing and intensifying pain in the jaw, neck, and ear. Patient also hears grinding sounds on the implanted right side. The patient recently noticed swelling and is having difficulty chewing food. The day after the swelling was observed, the patient went to the emergency room, and it was discovered in a CT scan that four screws were backing out of the jaw. Patient reports being told that the implant is too big and that during the initial procedure too much bone was removed making repairs impossible. No further intervention has been reported to date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, and h11. Correction in d2 sections.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Event description:
No further event information is available at the time of this report.